Manufacturer narrative:
(B)(4).

Event description:
Subsequent to the initial MDR, an update was provided on (B)(6) 2023.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness.

Event description:
It was reported that no audio output occurred, the tandem pump did not give notification of readings. On (B)(6) 2023, the tandem pump reportedly did not notify the patient of his readings. At around 7:30 am, after the patient tried to get up from his bed, he felt weak and had blurred vision and vision loss. He fell to the floor. He sustained scratches on his face and rug burns on his knee and elbow. His parent called paramedics. He did not hear any alert prior to the symptoms. The tandem pump did not notify him of his readings. The cgm (continuous glucose monitor) reading (tandem pump) was not known, and the bg (blood glucose) was not checked. Upon the paramedic's arrival, they checked the reading in the blood glucose meter and found his sugar was at 15 mg/dl and the paramedic did not check the display device. The patient was treated with IV saline with glucose. The patient felt better after 90 minutes, and the display device showed a reading of 115 mg/dl. At the time of the report, the patient was feeling a lot better. No product or data was provided for evaluation. The allegation and a probable cause could not be determined. No additional patient or event information is available.